Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer had experienced high blood glucose of 500 mg/dl. They had reached out to the customer's doctor who recommended to call and get the insulin pump replaced as it was not working. The insulin pump was recommending .08 units of insulin for blood glucose that was 500 mg/dl. Customer was at school, so customer's mother was advised to call back to perform troubleshooting on the insulin pump. Customer's mother called back. Troubleshooting was performed. Customer was experiencing symptoms such as nausea and moody. Customer was taken of the insulin p ump and was treated with pen. Drive support cap was reported as normal. Customer's mother declined to check for presence of air bubbles and leaks. Customer's mother declined to check for insulin or site issues. Customer declined to check settings. Customer's mother had mentioned they were trying to correct for blood glucose of 540 mg/dl and insulin pump suggested 0.08 units of insulin. Customer's mother was advised it might be due incorrect settings. The insulin pump is returning for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was received with intermittent motor error alarm during bolus delivery. Unable to perform the excessive no delivery test or unexpected restart error test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump had cracked case at display window corner and minor scratched display window.